Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of 170 ohms and increased right ventricular (rv) pacing threshold measurements. There was no noise noted. The rv pacing impedance measurements were also increased, but not out of range. Troubleshooting options were discussed. No further testing was performed, and no actions/interventions had been performed. No adverse patient effects were reported. The device remains in service.